Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported that about 5 minutes of autopulse platform use, it displayed "replace battery" message and powered off. Crew replaced the autopulse platform with a new battery to continue with compression. The crew did observed the autopulse li-ion battery (serial # (B)(4)) status as fully charged on the autopulse multi chemistry charger prior to insertion. No known impact or consequence to patient information was provided.

Manufacturer narrative:
The autopulse platform (serial # (B)(6) was received on 31 jan 2020. The autopulse platform (serial # (B)(6) and autopulse li-ion battery (serial # (B)(6) was evaluated together. The autopulse platform passed the initial functional test without "replace battery" error message. The returned autopulse platform and autopulse li-ion battery performed as intended. Unrelated to the reported complaint, stiff manual rotation of the drive shaft was observed on the returned autopulse platform. This type of stiffed rotation of the driveshaft issue is likely due to normal wear and tear. The returned autopulse platform was manufactured in december 2011 and it is 9 years old, well past beyond its serviceable life of 5 years. The clutch area was cleaned to remedy the drive shaft issue. During platform's archive data review, it showed that the autopulse li-ion battery (serial # (B)(6) was used during an event but no discrepancy was recorded. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Manual CPR is standard of care, autopulse is adjunct to manual CPR.

Manufacturer narrative:
See additional information in section b5. Customer reported that the autopulse platform (serial # (B)(4) displayed "replace battery" message when a fully charged autopulse li-ion battery (serial # (B)(4) was inserted. During investigation, the returned autopulse li-ion battery passed charging in a known good multi chemistry charger and four green lights showed when the battery status was pressed. The battery was also tested in a known good autopulse platform using a standard resuscitation test fixture with compression for about 30.2 minutes without issue. The battery archive was downloaded and reviewed, no record of discrepancy in the data log. No physical damage was observed on the returned autopulse li-ion battery during visual inspection. The reported complaint of battery issue could not be duplicated therefore, the root cause could not be determined. The returned autopulse li-ion battery performed as intended.

Event description:
Based on the additional information received on (B)(6) 2020, the autopulse platform (serial # (B)(4) will be returned for evaluation, however; no report of the autopulse platform had malfunction. The autopulse platform was received but investigation is pending, a follow-up will be submitted once the investigation has been completed.